Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation was unable to reproduce customer's reported symptom. Review of the history log confirms the error code 322. Evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a pump has multiple system error 322 messages in the history log. Any patient involvement, injury or medical intervention is unknown.